Event description:
A pt reported he had a starclose procedure in a femoral artery. A vascular surgeon performed a cut-down to remove the starclose clip and performed a femoral bypass. This is all of the info available at this time.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.